Event description:
The issue we are seeing is that the tip (bevel) is bent slightly backwards and may be causing a back wall of the vein when used by the clinician to start IV's. This only appears to be happening with certain IV catheters within the same lot. We use a b braun 20g IV catheter , item #4251652-02. We have identified defective needles with lot #s ending in 8301. Here is what lots we are experiencing this on: 17k04g8301, 17e03g8301, 17g18g8301, 17a11g8301, and 16n16g8301.